Event description:
Reported via journal article - figure 8. It was reported a leak occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman closure device was implanted. At an unknown date post procedure, it was discovered on computed tomography (CT) imaging that a large peri-device leak occurred measured at 22 x11 mm between the watchman device and the wall of the left atrial appendage. There is only partial thrombus with contrast opacification within the device and free now of contrast in the distal left atrial appendage. No other details were reported.

Manufacturer narrative:
B3: bsc aware date used for event date. Literature citation: rajiah, ps, (january, 2024). Imaging evaluation following transcatheter left atrial appendage closure. Semin roentgenol. 59 (1): 121-134 doi 10.1053/j.ro.2023.11.003.